Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a customer reported about errors 319 and 26002 on arm 2. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the arm was disabled and the procedure was completed using 3 arms.

Manufacturer narrative:
An investigation is in progress to determine the cause. Additional information is being gathered to determine the contribution of the device to the customer reported issue.